Event description:
Additional information indicates that this product was explanted and returned for laboratory analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The patient was evaluated and it was determined that the device declared end of life (eol) due to extended charge times. The patient was to undergo a revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.